Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from the spike port where it is sealed to the bag. The issue was noticed after the bag was filled, while doing the final check. There was no patient involvement. No additional information is available.